Manufacturer narrative:
On dec 14 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the device a tear was observed at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Care should be taken not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250 cc breast implant and experienced capsular contracture baker grade iii and deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a similar mentor saline breast implant on (B)(6) 2020